Manufacturer narrative:
Evaluation summary: the customer indicated the use of a cartridge. And handpiece the cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a cartridge, which is not qualified for use with this lens model. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient problem was aseptic endophthalmitis. On the third postoperative day, the patient developed anterior chamber inflammation. Two days later, the inflammation had drastically increased. A subconjunctival steroid injection was applied. By that afternoon, the inflammation had decreased slightly. The following day, the fibrin had disappeared and another subconjunctival steroid injection was applied. On the first week postoperative exam, the inflammation had decreased considerably. Three weeks later, there was no inflammation and the event resolved. There was no bacterium inspection performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that on the fifth day following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The patient had considerable strong fibrin extraction, even though there was no abnormal findings on the first postoperative day. There was no hypopyon. The patient was recovering gradually after using steroid and antibiotic medication. There was no effect on visual acuity so far. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in (B)(6). The mfg investigation pointed to the difference in mfg processes for the (B)(6) market and multifocal lenses as a potential differentiator. The mfg investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On (B)(6) 2015, the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery pts who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on the reported complaints, a voluntary hold and recall has been instituted against the acrysof iq and restor toric multifocal intraocular lenses (iols) for the (B)(6) market. Based on continued trending of all acrysof models the acrysof iq toric (B)(4) intraocular lenses (iols) for the (B)(6) market were added to the voluntary recall ((B)(4), 2015). The MFR internal reference number is: (B)(4).

Event description:
Add'l info was provided by the surgeon, who describes that on the fifth postoperative anterior chamber cells and flare were observed. The event was non-infectious. The anterior chamber's punctates were clear and steroid were effective.